Event description:
The reporter stated the surgeon inserted a 21.5 se/3.5 diopter aa4203tr silicone toric plate lens but the injector tore the lens into little pieces. The incision was enlarged to remove the lens and sutures were required. The reporter stated the injector was the cause of the lens tear.